Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastroplasty, there was an excess of bleeding at the staple line and staples were malformed. Bleeding was controlled with pressure and the patient did not require a blood transfusion. It's unknown how much blood was lost. Surgery was not delayed and was successfully completed. No fragments were generated and no other medical intervention was required. There were no patient consequences.